Manufacturer narrative:
A field service engineer (fse) went to the customer site and found a plastic washer inside of the incubator. The washer was causing the test cup to raise and prevent the incubator from reaching home. Fse removed the washer and cleaned the incubator, correcting the problem. Review of service and complaint history for serial number 10674805 was conducted from 19-mar-2015 through 19-april-2016 for similar complaints and identified one (1) similar type of event. The most probable cause of this event may be related to obstruction of incubator movement. The aia-900 operator's manual informs the customer of the following: cause of incubator home detect error code: the home sensor s120 failed to be activated after the incubator moved toward the home position. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported receiving error code 4271 (incubator home detect error) during use of the aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and lh. There is no indication that patient intervention or adverse health consequences occurred due to the delay in reporting of patient results.